Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer reported that he received a difference of 37 mg/dl between the blood glucose readings obtained at the same time on the contour next meter and with laboratory test. There was no allegation of an adverse event. The device is not expected to be returned for evaluation. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer did not return the product for evaluation. A device history record was reviewed for the suspected contour next meter and no manufacturing anomalies were found.